Manufacturer narrative:
Qc was in range before and after the event. Calibration and reagent blank history was reviewed; no issues were found. No flags were present on any of the patient samples. Service was not dispatched for this event. Based on evidence in the reaction monitor data, the root cause could be abnormal reaction absorbance during read times due to moisture on outside of cuvettes affecting creatinine reaction measurements. Creatinine is sensitive to cuvette condition.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false high creatinine results generated by the (B) (4) clinical chemistry analyzer for multiple patient samples. On (B) (6) 2009 customer reported out of the lab at least 70 high creatinine results. The original specimens were re-tested on the next day and creatinine results were revised. High creatinine results affected calculation of the estimated glomerular filtration rate (egfr) results, which were also revised on (B) (6) 2009. Customer provided an example of initial and repeated creatinine results. It is unknown if patient treatment was affected in connection with this event.